Event description:
It was reported that the right atrial lead dislodged and was repositioned. The lead is still in use. No patient complications have b een reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead, (B)(6) 2013. (B)(4).